Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer received information from technical support to reset the pump and successfully did so without recurrence of the malfunction code, allowing continued use of the pump. The caller was advised to contact technical support if the issue reoccurred and confirmed understanding of the instructions.